Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1123. It was reported that the pt was not receiving effective stimulation. Reprogramming was unsuccessful in resolving the issue. The pt's scs system was explanted and replaced with a new one.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.